Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with no apparent physical damages. The housing only has normal wear and tear. The customer stated problem was duplicated, device stopped cycling altogether. Replaced faulty demand detector. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smith medical ventilators/pneupac ventilators parapac failed to cycle. Issue while in use with patient. No injury to patient.